Event description:
It was reported through the stryker facebook page, "I guess this is what I had done. At 7 months now still stiff, some pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.